Event description:
Hand piece is missing a screw on the handle case type / application: tka 2.0.

Manufacturer narrative:
Reported event. An event regarding non-functional involving a mako mics was reported. Method & results. Product evaluation and results: device with (registration fails) was returned to the supplier and evaluated. The failure was confirmed; the following failure was identified: collar - damaged screws clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed to be caused due to damaged screws. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.